Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device failed to cool. Per follow up information received via mail on 22apr2024, they repaired the device on the customer site. The issue was cooling malfunction, and the issue was resolved. The defective part was mixing pump, and they replaced mixing pump.

Event description:
It was reported that the water of the arctic sun device failed to cool. Per follow up information received via mail on 22apr2024, they repaired the device on the customer site. The issue was cooling malfunction, and the issue was resolved. The defective part was mixing pump, and they replaced mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Tested ttm by bypass mode. The water temperature of t4 was around 4~6 ¿. But the water temperature of t1 was not cold. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.